Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High atrial impedance/resistance. The atrial impedance measurement was in the 400 - 500 ohm range until the week ending 28 feb 2010 when the max value was 768 ohms. The following week saw a max value of 936 ohms and the remaining three weeks of the record saw a max value of infinite. Interference/noise. The atrial sensing integrity counter is 244962 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that there was infinite impedance and noise. The technical consultant stated that it appears the lead may have a fracture. The lead remains in use. No patient complications have been reported as a result of this event.